Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-old male patient, the device was charged, delivered two shocks, and on the third shock displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing without duplicating the report. The customer's report was observed during review of the device data logs. The device log indicates the error was due to the battery not meeting the required voltage to complete a charge. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The battery used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.